Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician administered series of injections. No further course of action.

Manufacturer narrative:
Additional information was received that the patient was doing well.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician administered series of injections. No further course of action.